Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the pulse generator exhibited ventricular undersensing. The device was reprogrammed and the issue was resolved. The patient was asymptomatic and doing fine.